Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.

Event description:
It was reported that the insulin pump alarmed button error. It was also reported that insulin pump may have been exposed to moisture. Customer's blood glucose reading was 194 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.